Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blockage was in the tubing. The insertion site was abdomen. The infusion set was in use for two days. No further information available.